Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it remains implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Device remains implanted in the patient.

Event description:
Patient initially implanted with a bifurcated stent on (B)(6) 2016. During the implant procedure the physician had difficulty deploying the stent. Post procedure the physician discovered the stent covering could not be located and potentially still in the patient. Computed tomography (CT) scan was done and did not show any abnormalities with the patient anatomy. Based on the CT scan the physician was not able to confirm the absence or presence of the missing device material. The patient is in stable condition.

Manufacturer narrative:
At the completion of the complaint investigation, based on the information received, the clinical evaluation was able to confirm the reported event; difficult wire insertion, difficult sure pass wire removal, unable to deploy contralateral limb, and a type 2 endoleak from the newly plugged inferior mesenteric artery. Additionally based on the information received the reported retained device parts could not be observed in the patient. The review of the manufacturing lot confirmed all devices met specifications prior to release. The event device was returned for further evaluation. The device evaluation could not verify the issue associated with insertion of the sure pass wire, but was able to confirm the contralateral limb sheath was detached from the sure pass wire. The root cause of the reported event, based on the device evaluation, seems to be an operational issue related to the operator's technique.